Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device powered off within approximately 30 minutes despite a full battery charge, leading the user to carry the charger continuously and seek a replacement per trainer advice. Symptoms included device unavailability due to unexpected shutdown. Outcomes included interruption of insulin delivery and loss of therapy availability. Investigation included customer service intake, verification of device identifiers, and arrangement for device replacement. Investigation of this case revealed a suspected device power or battery performance issue leading to premature shutdown consistent with a device malfunction affecting the power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power management or battery degradation.